Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experience to hyperglycemia. Customer's blood glucose level was 431 mg/dl. Customer experience some symptoms may be indicative of the possible onset of diabetic ketoacidosis. Customer was used auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reported that the insulin pump had failed battery test. The insulin pump will not be returned for analysis.